Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent following procedures: l2-l3, l3-l4, l4-l5 and l5-s1 decompression. L2 to the sacrum posterolateral fusion. L2 to the sacrum instrumentation, local autograft, master graft and bone grafting. As per the operative notes,¿ posterolateral gutters were decorticated, packed with local autograft supplemented with master graft wrapped with bmp-soaked sponges. Deep drain was applied and the incision was reapproximated over multiple layers per routine.¿ no intraoperative complications were reported.